Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that they were unable to confirm the lead migration due to the fall. The previous physician did not check lead position following the fall. The patient had worsening symptom, migration or the peripheral lead. The main cause to the ins not working is due to the lead malpositioning. The lead did migrated. The lead broke during the attempted removal and retracted into the sacral foramen; unable to retrieve. There will be no additional surgery to remove the lead fragment.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va1stee product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device available for evaluation: product ID: 3889-28, lot#: va1stee, implanted: (B)(6) 2018, explanted: (B)(6) 2021, product type : lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 05-jul-2022, UDI#: (B)(4) event date is approximate (month and year valid). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had dropped foot and neurological conditions which caused them to fall a lot. The caller confirmed the dropped foot and neurological issues were not related to the patient's device/therapy. After a fall in (B)(6) of 2020, the patient reported changes in stimulation, sensations in their buttock, and that the ins was not working. The patient was evaluated at that point by the implanting healthcare provider. An x-ray was performed on (B)(6) 2021 which showed the lead had migrated deep. The caller speculated this was due to the fall the patient had in (B)(6) of 2020. The patient fell again recently and injured their shoulder and were now needing an MRI of their shoulder. The caller inquired if the patient could have an MRI with a partial lead retained. The ins had been removed on the day of the report, however, the distal portion of the lead and electrode(s) broke off and remained implanted in the patient. The lead was under a lot of tension under the sacrum when it broke.